Manufacturer narrative:
Concomitant medical products: envelope implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an antibacterial absorbable envelope was in use with the device system at the time of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. The patient was treated with antibiotics. Additional information received reported the device system removal was due to infection but now is suspected to have been due to a patient allergy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.